Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 to address t6 drg lead migration. However, the t7 drg lead was found to migrate as well. As a result, both leads were explanted and replaced. Therapy was restored post-op.